Manufacturer narrative:
H3) the software team analyzed the logs and observed that, there were five sessions and in each session the behavior of the optical camera. In one session the procedure was a tumor resection (optical) and the camera connection status was initially 0 and then the camera was reseated after which the status was "active equipment optical camera with connection status: 1" and there were multiple infrared errors for different tools reported as well. For the next three procedures the logs showed "current procedure type: tumorresectionem". In the last procedure the logs showed tumor resection (em) and then halfway through the procedure it changed to biopsy optical after which the camera was active and initially the connection status was 0 there as well after a few seconds it was set as 1"active equipment opticalcamera with connection status: 1]". As per the mentioned observation the camera was working as expected. Suspecting that the user used tumorresectionem instead of optical. But, there was information insufficient to determine the root cause of the reported behavior. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID 9735762, software version: 1.3.2 h3, h6: no products have been received by the manufacturer for analysis.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a cranial resection procedure. It was reported that the optical camera was not working. The optical camera was not connected when the "tumor resection optical" procedure was selected, but the camera worked with "biopsy optical" procedure. There was no delay in surgery. There was no impact on patient outcome.